Event description:
The patient was implanted with two scs leads from the same lot number. It was reported the patient's scs system was removed due to ineffective stimulation and the patient having difficulty operating the system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.